Event description:
On 06/23/1998, the facility's or buyer informed the MFR's (MFR) sales rep of the following: the physician complained that the device was "leaking" and as a result, had to be removed. The device was scheduled to be returned to the MFR for analysis. No further details were provided at this time.